Event description:
Analysis of the generator was completed on (B)(4) 2014. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis in the pa lab concluded normal functionality of the pulse generator existed during the entire patient implant period.

Event description:
It was reported that during generator replacement surgery due to battery depletion on (B)(6) 2014, the vns patient¿s replacement generator and existing lead were tested and diagnostic results revealed high lead impedance. The patient¿s lead was replaced along with a compatible generator and diagnostic results showed lead impedance within normal limits (impedance value ¿ 1621 ohms). Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. High impedance was not observed prior to surgery; the generator could not be communicated with due to end of service. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history revealed 0 years remaining until eri ¿ yes. The generator has been returned to the manufacturer where analysis is currently underway. The lead has not been returned to the manufacturer to date.

Event description:
The patient¿s lead product information was requested from the implanting hospital, but the medical records department only keeps records for 10 years and since the implant surgery occurred over 10 years ago, they no longer have the record for it. Therefore, they were unable to provide the patient¿s lead product information.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.